Event description:
It was reported there was an infection at the puncture site. PICC was discarded. Additional information provided: little pus was discharged from insertion site. PICC inserted on may 5th, symptoms began in the night from the 6th to the 7th may. A swab of the puncture site was taken and microbiologically examined. Staphylococcus aureus was found. Treated with antibiotics. Patient was in generally poor condition from the infection; patient has since recovered. A new midline was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of infection at the insertion site is confirmed; however, the exact cause is unknown. Two photographs of a 5 fr dual lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed the catheter insertion site was red and inflamed. The catheter was observed to be secured with a statlock and a transparent adhesive dressing. Yellowish material and what appears to be dried blood were observed under the dressing at the insertion site. While the returned photographs suggest the presence of an infection, there was no supporting evidence which directly concluded that the sterility of the bd device had been compromised. Patient infection can occur due to contamination of the product and/or insertion site at any point prior to, during, or following insertion and, consequently, identifying the specific source of contamination could not be independently determined by bd. The implicated product was sterilized using a sterilization cycle that has been validated in accordance with ansi/aami/iso standards. Validation and revalidation has demonstrated that the sterilization cycle exceeds the minimum sterility assurance level of 10^-6. This complaint will be recorded for future trending and monitoring purposes.